Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 31 - 40 mg/dl and 180 mg/dl tests were done within 10 minutes. Codes on pt's meter and test strips do not match. Pt did not experience any adverse events. No further info has been reported.